Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with lights that dim in and out, volume that goes in and out and the system shuts down. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the illumination from the system would dim in and out, and the volume would go in and out. The system would also shut down on its own. The company service representative examined the system and was able to replicate and issue related to the reported illumination issue but was unable to replicate any issues related to the reported audio issue or shut down. The company service representative replaced the tabletop illuminator and the auxiliary illuminator to address the illumination issue. The company service representative then replaced the converter printed circuit board (pcb) as a preventative measure for the audio issue. The system was then tested and met all product specifications. The system was manufactured on july 21, 2011. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications in relation to the reported shut down and audio issues; therefore, the root cause of the reported event cannot be determined conclusively. The root cause of the reported illumination issue can be attributed to nonconforming tabletop illuminator and auxiliary illuminator. The manufacturer internal reference number is: (B)(4).